Manufacturer narrative:
Additional information was received. The valve was replaced due to calcification. The device was discarded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product has not been returned for analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately one year and ten months after the implant of this transcatheter bioprosthetic pulmonary valve implanted into the mitral position, the valve was explanted and a new transcatheter valve for an unknown reason. No additional adverse patient effects were reported.